Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed the current reported symptom does appear as a repeat symptom within the past 12 months. The ultrasonic sensor was replaced during both prior services. Review of the prior service records indicate that all service actions were completed during the prior returns. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 which was reproduced. A review of the event history log identified multiple events of system error 345. The cause was determined to be failed downstream thermistor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.